Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the light of video system center was dim when it was outside the patient and too bright inside the patient. The issue was identified at the time of esophagogastroduodenoscopy procedure while the device was inside the patient. The procedure was completed with same device. There were no reports of patient harm.